Event description:
Pd rn reported that the patient complained "that when patient connected to the premier bag, there was a space left uncovered where the end of the tubing line did not abutt to the transfer set end completely. A tubing set change was done and it was noted that body hair had collected in the area at the o-ring which was noted to be uncovered." The patient has peritonitis. Antibiotics are not known. Sample not available for examination, however the extension set is being sent to be tested vis-a-vis the connector on the premier solution product [patient had the transfer set on for two months.]